Event description:
Patient(B)(6) index procedure was performed on (B)(6) 2022.  On (B)(6) 2022 the surgeon notified apifix that he saw loosening and dislocation of the screw at l4 in that day's x-ray images of the patient. The surgeon further informed that the patient has no complaints nor pain, and a revision surgery was being planned for (B)(6) 2022.

Manufacturer narrative:
Production process: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. Surgeon information and x-ray analysis: patient (B)(6) index procedure was performed on (B)(6) 2022.  On (B)(6) 2022 the surgeon notified apifix that he saw, in that day's images of the patient, loosening and dislocation of the screw at l4. The surgeon further informed apifix that the patient has no complaints nor pain, and a revision surgery is being planned for (B)(6) 2022. The surgeon  consulted with the company as he was not sure whether it would be possible to put a new screw at l4, so he was considering extending the construct to l5 or go one level shorter to l3. Apifix consulted with prof. Floman, cmo, in regards to the loosening and migration appearing shortly after the index procedure. Prof. Floman replied,  "it is not a case of pedicle screw loosening. The screw was either partially outside the pedicle or the pedicle broke after surgery." Prof. Floman further advised "not to try l5. Either aim at l3 or try to reinsert the screw at l4 a bit higher" on (B)(6) 2022 the patient was revised with a new apifix system. No report of patient complications were received. Risk assessment: at the time of this report, the incident rate for screw misplacement/migration was (B)(4) and is in line with the rate reported in the literature for this type of complication as described in the company's clinical evaluation report ((B)(4)).